Manufacturer narrative:
Continued e.1. Phone number:(B)(6). Continued e.1. Fax number:(B)(6). Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b1, e1, g2, h6, h11.

Event description:
Healthcare provider reported "during a planned implant replacement, it was discovered that the shell of the right-sided implant had almost completely dissolved within the capsule. A viscous, almost liquid silicone mass was found within the connective tissue capsule, with almost no remains of the implant capsule left." Healthcare provider noted "rupture discovered intraoperatively during explant surgery" and that "silicone gel touched the patient". The device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare provider reported "during a planned implant replacement, it was discovered that the shell of the right-sided implant had almost completely dissolved within the capsule. A viscous, almost liquid silicone mass was found within the connective tissue capsule, with almost no remains of the implant capsule left." Healthcare provider noted "rupture discovered intraoperatively during explant surgery" and that "silicone gel touched the patient". The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.